Event description:
Case description: investigational results: name: mixtard 30 penfill 3 ml 100iu/ml, batch number: mr7hc32 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: novopen 4, batch number: unknown -no investigation was possible, because neither sample nor batch number was available. Since last submission, the case was updated with following information: inv results were updated for novopen and mixtard. Imdrf codes were updated. Relevant fields updated in EU/ca tab and device addendum narrative was updated accordingly. Final manufacturer's comment: 29-aug-2023: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Elderly age of the patient and long standing diabetes mellitus are significant confounding factors for development of hyperglycaemia. H3 continued: evaluation summary name: novopen, batch number: unknown -no investigation was possible, because neither sample nor batch number was available. -if possible, please forward the reported product(s) for further investigations.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Suffered from hyperglycemia bgl reached 500 mg/dl ) [hyperglycaemia] novopen 4 issue [device issue]. Case description: this serious spontaneous case from egypt was reported by a patient family member or friend as "suffered from hyperglycemia bgl reached 500 mg/dl )(hyperglycaemia)" beginning on (B)(6) 2023, "novopen 4 issue(device issue)" beginning on (B)(6) 2023, and concerned a 77 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", mixtard 30 hm penfill (insulin human) (dose, frequency & route used- 55 iu, qd (30u at morning 25 u at night), subcutaneous) from unknown start date and ongoing for "diabetes mellitus" patient's height: 160 cm dosage regimens: novopen 4: mixtard 30 hm penfill: current condition: diabetic(since 20 or 25 years, diabetes type is unknown). On an unknown date of (B)(6) 2023 2 days ago, the patient thought that she took her insulin dose, but she did not due to the pen issue, so her blood glucose level (blood glucose) reached 500 mg/dl and suffered from hyperglycemia. The patient recovered with blood glucose (blood glucose) of 181 mg/dl(fine for her). On (B)(6) 2023, patient's random blood glucose (blood glucose) after lunch was 180mg/dl or higher few times(>180 mg/dl). Batch numbers: novopen 4: unknown. Mixtard 30 hm penfill: mr7hc32. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "suffered from hyperglycemia bgl reached 500 mg/dl )(hyperglycaemia)" was recovered. The outcome for the event "novopen 4 issue(device issue)" was not reported. Preliminary manufacturer's comment: 20-jul-2023: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion is reached. Elderly age of the patient and long standing diabetes mellitus are significant confounding factors for development of hyperglycaemia.